Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the right ventricular (rv) lead exhibited micro dislodgement and high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.